Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver an unspecified chemotherapeutic medication and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, the nurse reported the "line was collapsed, wasn¿t infusing the med" with no device alarm. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of critical therapy due to event. No medical interventions were reported. Multiple unsuccessful attempts have been made to obtain additional info.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.